Manufacturer narrative:
The returned iol was received by the manufacturer and sent to an independent laboratory for fourier-transform infrared spectroscopy (ft-ir) analysis of the foreign material. The test results show a film on the optic that matches sodium hyaluronate, ophthalmic viscosurgical device (ovd), with an unknown aliphatic hydrocarbon. While we were unable to determine the definitive cause of this event our investigation reasonably suggests it is not manufacturing related to the incomplete removal of the ovd used during the implant surgery. Will continue to monitor and trend any additional reports received.

Event description:
The physician reported that the intraocular lens (iol) was removed 1 month after initial implantation due to his observation of a visually significant glob on the surface of the iol optic.